Manufacturer narrative:
The device was discarded by the user facility and will not be returned to olympus for evaluation. The exact cause of the reported event could not be determined; however, the size of the calculi and the operator¿s technique could not be ruled out as contributory factors to the reported event. The instruction manual for use states, ¿certain objects may be too large to remove endoscopically with this retrieval system. To avoid complications fluoroscopic x-ray or some means of identification of an objects size should be used prior to attempting to remove. Do not use this device if the object is too large to be removed and/or cannot be securely held in the stone dislodger. Caution: do not apply excessive force on the device. Once the object is captured inside the device carefully remove the scope and stone dislodger simultaneously from the urinary tract.¿

Event description:
Olympus was informed that during an ureteroscopy procedure, the sheath at the distal end of the device detached and fell inside the patient. Another device (same model) was used to successfully retrieve the detached sheath and the remaining calculi. The procedure was completed. No patient injury reported.